Event description:
Reporter stated that a neonate's blood glucose was measured, using the inform system, with a result of 21.7 mmol/l. The neonate's blood glucose was reportedly retested on a laboratory instrument with a result of 2.4 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Event description:
Reporter stated that a neonate's blood glucose was measured, using the inform system, with a result of 21.7 mmol/l. The neonate's blood glucose was reportedly retested on a laboratory instrument with a result of 2.4 mmol/l. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.

Manufacturer narrative:
The event occurred in another country.